Event description:
Coiling treatment of a p-comm aneurysm. It was reported the coil got stuck inside the catheter during delivery. Upon removal, the coil detached inside the catheter. The entire system (catheter and coil) was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The pusher assembly was found broken and the release wire had been pulled back. The implant likely detached when the pusher was broken and the release wire was retracted (this is an alternate method of detachment stated in the IFU). (B)(4).